Manufacturer narrative:
The ventricular sensitivity was reprogrammed, making it less sensitive. A boston scientific crm technical services consultant discussed trying unipolar sensing in the atrium to possibly get a better p-wave measurement and thus have more room to decrease the atrial sensitivity. The caller stated they will try this option and then discuss the situation over with the doctor. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacing system had stored a couple ventricular tachycardia (vt) episodes where there was some noise on both channels. The caller could ellicit noise on both channels at maximum device sensitivity when performing isometrics. However, impedance measurments were still very consistent. When the device was programmed 5.0v sensitivity in the ventricle, the noise was not sensed. The caller confirmed there was a few seconds of pacing inhibition but the patient had an underlying rhythm around 30bpm and was not symptomatic.